Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 4 months (calculated from the date the system controller was issued to the patient.) The system controller was received for analysis. Review of the system controller log file determined that the reported yellow wrench alarms were clock not set alarms. On (B)(6) 2015 at 1:04am a low battery advisory alarm activated as a result of the battery voltage falling below the low advisory voltage threshold. At 2:35am the low battery hazard alarm activated as a result of the battery voltage falling below the low voltage hazard threshold. At 3:11am, the no external power alarm activated, indicating that both batteries had been completely depleted and the emergency backup battery (ebb) was in use. The next event within the log file following the no external power alarm was a time-stamp of 1/1/01, the motor was stopped, and the ebb was uninstalled. This sequence of events indicated that the 14v batteries and the ebb had been completely depleted, which caused the pump to stop for an unknown amount of time. Prior to the low battery alarms, there were no notable alarms active within the log file. It was noted that the patient was continuously using battery power for time spans of several days. When power was restored to the system controller the driveline was still connected, and the pump returned to the set speed without issue. The yellow wrench advisory alarm was active, and remained active through the end of the log file, due to the clock not being set. Shortly after power was restored the driveline appeared to be disconnected for a system controller exchange. The returned controller passed functional testing and was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured. The returned system controller was found to function as intended during analysis. The root cause of the low voltage alarms (yellow wrench and subsequent alarms) was the batteries being run to depletion without being changed when low voltage advisory and low voltage hazard alarms sounded and the emergency backup battery engaged and also ran to depleted. The instructions for use indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping otherwise the alarms may not be heard. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had received multiple yellow wrench alarms on the system controller and performed an exchange to the backup system controller. The patient was reported as asymptomatic for the event. Upon analysis of the returned system controller, it was discovered that the event involved full depletion of the 14v batteries and the emergency backup battery (ebb) resulting in the pump being stopped for an undetermined amount of time. There was no report of any adverse patient effect. No further information was provided.